Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information confirmed that the scs patient underwent an explant procedure as part of an elective replacement. The patient had been informed that the implantable pulse generator (ipg) had reached the elective replacement indicator (eri) stage. Following this, the patient elected to proceed with surgery, during which the ipg was successfully removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was not released and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.